Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after an alert for high, out of range high voltage lead impedance was received. The pocket was opened and the lead was disconnected from the device. After cleaning the lead connector tip and reconnecting to the device all measurements were normal. The lead remains implanted. The patient was fine after the event and routine monitoring will continue.